Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is gel smearing in some of the bd vacutainer® lh pst¿ ii plus blood collection tubes. They are also having some analyzer issues. There is no report of injury or medical intervention.

Event description:
It was reported that there is gel smearing in some of the bd vacutainer lh pst ii plus blood collection tubes. They are also having some analyzer issues. There is no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to gel smearing or instrument issues were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Testing of the customer samples and retains was conducted and gel smearing and instrument issues were not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to gel smearing or instrument issues were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Testing of the customer samples and retains was conducted and gel smearing and instrument issues were not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.